Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure when the surgeon tried to fire the first implant on their truespan 24 degree peek, the device would not release the implant. Surgeon took the device back out, pushed the implant back on the device, and tried to fire the device again but still would not release the first implant. The sales rep stated when trying to fire the device the second time, a loud pop noise was heard. The procedure was completed by using a truespan 12 degree peek with no harm to the patient or delays to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the implants were inside the device however in the unintended configuration from when the user attempted to reset the first implant into the needle chamber. It was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, it appears that the internal mechanism of the handle has been broken and disconnected from the firing spring. It is possible that the user did not insert the needle far enough into the tissue which would therefore cause the implant to not be deployed as intended. When the user attempted to fire the implant against the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).